Event description:
Pt was laid on the (B)(4) table. Pt's arm got caught in the table as it was moving in to scan pt's head. Pt screamed that her arm was caught. Technologist immediately checked to see what was wrong with the pt. It caught her arm in the table, but didn't break the skin or bruise the area where it was caught.